Event description:
A nurse in the field reported a complaint regarding the orbit infusion sets. She states that the luer connection is wrong and will not screw into the syringe.

Manufacturer narrative:
Root cause analysis completed. Recall/fieldsafety notice to be initiated by december 12th 2013.